Event description:
It is reported that the customer had high blood glucose levels in the range of 200-300 mg/dl. The customer reported being hospitalized on (B)(6) 2014. The customer had diabetes ketoacidosis. The customer just got a new insulin pump in the mail and was requesting assistance programming the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.